Event description:
Additional information received from the representative reported the patient met with the doctor and talked about replacing the lead, but the patient decided not to replace the lead because of bad lung conditions. The system was still in use. The patient was aware of the risks and was informed by the doctor and representative.

Manufacturer narrative:
(B)(6). The main component of the system and other applicable components are: product ID: 3888, product type: lead.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that after the chronic neuropathic pain patient would turn on their implantable neurostimulator (ins), "the patient was feeling electrical sensations in their belly for approximately one minute" and then the sensation would go away. It was further reported the "failing electrical sensations in the belly" that the patient felt were a "different sensation." It was noted there had been no falls of slips experienced by the patient leading up to the event and "the patient really didn't know what had happened." Impedance testing was performed and found that both unipolar electrode 0 and bipolar electrode pair 0-3 has out-of-range impedances of "<(><<)>150 ohms." The patient was reprogrammed so as to exclude electrode 0 from their programming, but "the pain stimulation didn't come to the right part of the body when the reprogramming was done." Though it was noted that surgical intervention had not occurred, it was noted it would be planned for before the summer holidays. The patient was alive with no injury at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.